Event description:
During an endoscopic hemostasis clipping procedure, cook instinct endoscopic hemoclips were used. The physician deployed the first clip with no difficulties. When they attempted to release the second clip onto the tissue site, the clip would not release. The clip had to be ripped from the mucosa. The second clip was removed and a third clip was used to re-clip the area and complete the procedure with no harm to pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: the product was returned to the approved supplier for eval and the investigation is on-going. Once add'l info has been received a f/u medwatch report will be provided. Our laboratory eval of the product said to be involved confirmed the report. The drive wire is separated from the driver inside the clip housing. With the clip partially deployed (drive wire separated from the driver), the user may not be able to open the clip depending on the orientation of the hook at the distal end of the drive wire. It is not known why the drive wire did not retract the component attachment in order to fully deploy the clip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available.